Manufacturer narrative:
Continuation of d10: product ID b3400060m lot# serial# (B)(6), implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension product ID b3400060 lot# serial# (B)(6),implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 02-may-2027, UDI#: (B)(4) ; product ID: b3400060, serial/lot #: (B)(6), ubd: 30-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient has wound breakdown and fluid collection. Patient reports metal from battery can be seen. Patient is in hospital receiving antibiotics. This new battery was placed in left chest. Prior explanted battery had been in right chest and had also wound breakdown down and fluid. Additional information was noted. Battery and extensions explanted today. Physician asked for list of extension materials to see if there is a possible allergy to any component. Wound opening at chest and at extension lead connection.

Manufacturer narrative:
Continuation of d10: product ID b3400060m. Serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type extension product ID b3400060. Serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that there was a small amount of flui d present. Rep reported that cause was unknown.